Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted out during the manual prime process. The patient's blood glucose at the time of incident was 112 mg/dl. The customer started that the pump piston continued to move forward after reservoir contact and the insulin squirted out. No numbers appeared on the screen and it became impossible to leave the priming screen. The customer attempted to change the infusion set and reservoir. The customer confirmed that the pump had not been bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.